Event description:
It was reported that the patient recently started tirzepatide and experienced low glucose readings when using meal announcements on the ilet, noting reduced food intake and that announced meals led to hypoglycemia, so they stopped announcing meals and have not had frequent lows since. Symptoms included hypoglycemia treated with oral glucose. Outcomes included no reported injury, no medical intervention beyond self-treatment, and no hospitalization. Troubleshooting and education were completed, including scheduling additional training to assist with next steps and discussing that a factory reset was not indicated given time-in-range of 82.2 percent. Investigation included user support review and education. Investigation of this case revealed no device malfunction and suggested a use-related issue associated with therapy changes and meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.